Manufacturer narrative:
(B)(4).upon further evaluation, it was determined that the patient disconnected to use the washroom; this caused the system error 2240 alarm. The patient did not re-connect, therefore, there is no risk of contamination and or infection of the patient.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.a 510k number cannot be provided in this report because the product code is unknown at this time.

Event description:
Baxter australia reported that a customer contacted baxter technical services to report a system error 2240 (air inset) alarm on the homechoice (hc) machine during drain 1 of 5. The technical service representative (tsr) assisted the home patient (hp) to clear the error and informed the hp of the error's meaning. The hp will continue with manuals. The hp had disconnected to use bathroom which caused the alarm. There was patient involvement; however no patient injury or medical intervention was reported. No further information is available.